Event description:
Tilite and permobil were served with legal process on (B)(6) 2022, informing them that they were named as third-party defendants in a lawsuit in canada. Per the court documents, the date of the underlying incident was on (B)(6) 2020. The end-user claims he sustained a serious injury while seated in his wheelchair and operating a vertical lift in his garage. The end-user's legal complaint does not allege any defect with the wheelchair and does not name tilite or permobil as defendants. Tilite and permobil did not receive any information about the incident at the time it occurred and have no further information regarding the incident or the user's alleged injuries other than what is contained in the legal documents.

Manufacturer narrative:
Per the court documents, the end-user claims that he was operating a vertical platform lift in his home, and when exiting the lift using the manual wheelchair, claims the footplate assembly contacted the ground which forced the end-user to lose positioning and fall out of the seat. The end-user alleges he sustained undisclosed injuries requiring medical intervention. Permobil has not received any reports, claims, or allegations of a product malfunction having occurred that would have contributed to this reported event. The DHR was reviewed, and the device was found to have met specification prior to distribution. If any new information is received, a follow-up report will be submitted.